Event description:
During the paroxysmal supraventricular tachycardia procedure, noise issues resulting in multiple exchanges which caused procedural delays. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The catheter was inserted into the heart and connected to the connecting cable but noise was noted on the electric potentials 1-2 and electric potential could not read. The connecting cable was exchanged with no resolution. The catheter was exchanged to a second one of same lot number with no resolution. The catheter was replaced to a third one and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.